Event description:
It was reported that during verification, the handpiece test revealed that it was not working, upon closer inspection the customer found the gears to be seized. He noticed that this might be a reoccurring issue for this handpiece as there were dent/scratch marks around the gear housing that suggest an instrument was used to try and crank the gears. No patient involved. The results of the investigation have concluded that the torque value found is higher than the torque nominal value, which makes it a reportable event.

Manufacturer narrative:
The device was used during treatment and was returned for a prior investigation. The functional inspection of the returned handpiece found that after autoclaving and cooling down, the handpiece motor required higher than normal torque to move. The device history record was reviewed and the reported product met manufacturing specifications prior to be released for distribution. A complaint history review found similar complaints of the reported issues and it will continue to be monitored. The relationship of the device and the reported event has been established. After sterilization, the handpiece will require a higher torque to move in characterization. Typically, we have seen that the motor will break free and become operable after a second or third characterization test. The root cause of the reported event was due to mechanical component failure. A corrective action has been requested for this issue and is being further investigated.